Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that a "calibration failure" alarm was generated and intra-aortic balloon (iab) therapy could not be started. This occurred during coronary bypass graft procedure. Placement of the iab was post coronary reperfusion and coming of off perfusion circulatory support. The customer stated they tried "several things" to make it work but did not have success. They then used an arrow non-fiber optic catheter to provide therapy to the patient. There was no patient harm or adverse event reported. Additional information received on 31may2024: during procedure surgeon placed an anterior balloon pump. Right femoral access was gained percutaneously and a wire was placed and advanced into the proximal descending thoracic aorta. The intra-aortic balloon pump was advanced over this into the proper position without difficulty. However when the balloon pump was connected to the console it would not fill and there were multiple alarms we changed consoles again there were alarms in the device without function. We remove that balloon pump placed a datascope balloon through the sheath and this balloon worked appropriately. No injury to patient.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
(B)(6) . The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID # (B)(4).

Event description:
It was reported that a "calibration failure" alarm was generated and intra-aortic balloon (iab) therapy could not be started. This occurred during coronary bypass graft procedure. Placement of the iab was post coronary reperfusion and coming of off perfusion circulatory support. The customer stated they tried "several things" to make it work but did not have success. They then used an arrow non-fiber optic catheter to provide therapy to the patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
Medical device ¿ problem code (2). Device evaluation: the product was returned with the membrane completely unfolded. No sheath returned with the device. Two kinks were observed on the catheter tubing approximately 76.2cm and 72.9cm from the iab tip. Additionally, a kink was observed on the inner lumen approximately 76.2cm away from iab tip. The extender tubing was also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. A sensor output test was performed, and the sensor was found to be within specification. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab did not pump normally, which lead to the membrane volume to not fully inflate to 90% of volume and a catheter restriction alarm on the pump. The evaluation determined a catheter and inner lumen kink causing the reported problem ¿alarm, autofill failure¿, it is difficult to determine when or how this occurred. However, we were unable to confirm the reported failure ¿iab - alarm, unable to calibrate optical sensor¿. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).